Event description:
Initial information was rec'd on (B)(6) 2011 from a female consumer. This (B)(6) consumer began using the colgate motion adult toothbrush (lot# 2498ke) approx one year prior to the report, brushing daily and replacing the batteries, as needed. On (B)(6) 2011, the toothbrush exploded thirty seconds after she began brushing and made a very loud crack sound. As a result, she experienced ringing in her ears and some hearing loss in her right ear. The events lasted for approx two hours and she did not consult a health care professional. She discontinued use of the toothbrush on (B)(6) 2011. At the time of the report, the consumer had recovered. (B)(4).